Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.

Manufacturer narrative:
The device was returned due to patient expired. The result of all electrical tests performed, including thermal and mechanical stress testing indicate normal device characteristics. No anomalies were found.